Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 pocket was failed to stay close. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer cubie pocket was failed to stay close. A technical support specialist (tss) confirmed that the customer reported the issue was resolved. However, the customer was unable to confirm how the issue was fixed and granted permission to close the ticket. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 pocket was failed to stay close. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in patient care. There were no adverse events or injuries reported based on this event.